Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out due to normal eri, externalized conductors were observed. The electrical function of the lead was normal and stable. The physician elected to cap and replace the lead. The patient is currently stable and will continue to be monitored.